Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. Bench testing revealed a faulty solenoid on the oxygen blender. The service technician replaced the oxygen blender and issue was resolved. Model lap top ventilator 1200 passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1200 was alarming low oxygen pressure. The customer stated there was no patient connected to the unit at time of reported malfunction.